Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Event occurred in saudi arabia. It was reported that the patient faced an event on (B)(6) 2026, where cannula was bent causing hyperglycemia treated by pump. The bent cannula occurred on second day of insertion.